Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was at the login screen and not communicating. A field service engineer (fse) logged in as admin and confirmed all settings were correct before attempting to switch the station to dyanmic host configuartion protocol (dhcp), which still resulted in no connectivity and a persistent network cable unplugged message. Further the fse reattached the keyboard as it was loose. To isolate the issue, fse moved the station to or7 and connected to a known working network port used by another pyxis machine, where it immediately connected without issue. However, when returned to original location even using a spare data cable the station still failed to connect. Further the fse opened ticket with help of customer or endpoint support to inspect the room network port and cabling at the pharmacist request. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es technician attempted to reset the unit, but it became stuck on setting peripheral and was not communicating. Remote smart service (rss) shown the device offline. The customer also attempted to reboot the unit, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.